Event description:
A surgeon reported that after an intraocular lens (iol) implant surgery performed to the left eye, the patient experienced glares in the center of the eye. Patient could not go out on the light without wearing very dark glasses. She had a feeling that lens was vibrating in the eye and there was flickering. In surgeon's opinion, the glare is due to the lens movement in the eye. Additional information was received from the surgeon informing that the patient is a very active person and the fact that she needs to wear very dark glasses during the day is very annoying for him and is impacting her ability to perform her daily activities.

Manufacturer narrative:
Evaluation summary: the product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. Root cause cannot be identified at this time. (B)(4).